Event description:
The international customer reported the ventilator would not power on via ac power. The ventilator was not in use on a pt and therefore, there was no pt involvement or harm. The MFR's service tech confirmed the unit would not power on. The service tech replaced the power supply to correct the problem. Final testing was completed and the unit passed per operating specifications. The power supply was returned to the MFR for factory failure analysis. Visual inspection and testing during failure analysis revealed signs of damage to the snubber pcb on the power supply as a result of arcing. Damage to the snubber pcb may result in a malfunction of the power supply. Malfunction of the power supply during use could cause the ventilator to shut down.

Manufacturer narrative:
Na